Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 37mm diameter abdominal aortic aneurysm approximately four weeks ago. The aortic neck diameter is 21-24mm and the length is 12mm with an angulation of 60 degree. It was reported that the patient had a right renal excision. The endurant stent graft was deployed just below the branch of the lower left renal. It was noted that due to the short aortic neck, the stent graft was not ballooned too strongly. There was a proximal type 1 endoleak post implant. As the type I endoleak was minimal and the aneurysm size was small, the decision was made to not further intervene and the physician will monitor the patient. The main therapeutic objective was the right ciaa and there was no complication on the right ciaa. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).